Manufacturer narrative:
(B)(4).

Event description:
The patient reported that stimulation had shifted to their anus on (B)(6) 2016. They were at 1.4 volts and turned it down to 1.2 volts because they were having some pain. The patient increased it to 1.3 volts and could feel stimulation but it didn¿t hurt. She wasn¿t doing anything at the time. It also felt like sitting on a vibrating pad and the whole body was shaking. The patient had just been implanted on (B)(6) 2016. Follow-up was performed to determine what had led to the event, what actions were taken to address the event, and if it was resolved.